Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-02911.

Event description:
The customer reported overnight high blood glucose levels. The blood glucose reading was 600 mg/dl. She stated that she had changed out her infusion set and was advised not to wear the device for 5 days. She was unsure whether the instructions were for the insulin pump or sensor. The customer also reported that the sensor did not adhere to the insertion site properly. Nothing further reported.